Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or connection issue. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment outside the patient the versajet ii exact disposable handpiece 45 degree x 14mm was defective by loosening of the pressure cannula next to the plug on the device. The hose was loose and was not possible to fit it. The was procedure was finished without any significant delay and with a smith and nephew back up device. No injuries were reported